Event description:
It was reported that a patient, (B)(6)., male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered hypervolemia. During the procedure, the physician noticed that the patient¿s blood pressure decreased following anesthesia administration. The anesthesiologist subsequently administered approximately 3,000 ml of fluid, causing the physician to worry about fluid overload. The procedure was aborted and the patient required extended hospitalization. The patient was reported to be in stable condition at the time bwi followed-up with the physician. No product malfunction was reported and the fluid overload was not related to the irrigated catheter procedure. This adverse event is considered to be serious and MDR reportable. The bwi catheter was discarded.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter: (sndstr10/010846835000139) pentaray catheter: (d128208/17045263l) laso catheter: (d134301/17155510l) mobicath: (d140010/w2847692) stockert generator:(s/n unknown) coolflow pump: (s/n unknown) (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If additional information is received in the future we will reopen the complaint and perform the investigation as appropriate.